Event description:
The customer reported the system displayed a high capacity disk failure message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors in the main frame. System operates as intended.